Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of huuj1669 showed no other similar product complaint(s) from this lot number.

Event description:
Per medwatch: during flushing of line the double lumen hickman ruptured. No other info provided.